Event description:
The account reported there is no communication between the bed and the nurse station. The bed is located in room 420 at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the end of the side com cable from the control box to the head of the bed is pulled off. The most likely cause is the cable not being properly stowed or disconnected before transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.